Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-9236-02pp glenoid's peg broke-off. This occurred on (B)(6) 2022 a during a tsa apex with vaultlock glenoid. The case was completed, with no patient effect reported. No additional information provided.

Manufacturer narrative:
The complaint is confirmed upon review of the customer-provided photo, which displays central post breakage across the ar-9236-02pp trial. A probable cause is attributed to damage incurred during the removal process.